Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in a 28-year-old female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 4 years after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced three another episodes of pregnancies in (B)(6) 2017, (B)(6) 2015 and (B)(6) 2016 which captured under cases: (B)(4). Lot number: 623217 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a (B)(6) year old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced three another episodes of pregnancies in (B)(6) 2017, (B)(6) 2015 and 2016 which captured under cases: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.